Manufacturer narrative:
Date of event is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and morphine (concentration and dose unknown) via an implanted pump for intractable spasticity and other spasticity. The patient heard the pump alarm on (B)(6) 2016 and it sounded like it was playing a song. The reporter heard the alarm once on the date of this report. The patient was also at the hospital for three days being treated for withdrawal and was experiencing symptoms of whole body shaking as well as her legs bouncing up and down. The patient's symptoms started (B)(6) 2016 (exact date not reported). The patient was due for a refill, but it was unknown when the refill date was. The reporter was to follow up with the healthcare provider (hcp). It was further reported the managing hcp was moving offices and he called the old clinic, but they stated they knew nothing about the pump. He called the new clinic and they did not know who the managing physician was. The change in therapy/symptoms was sudden. Additional information was received from the company representative (rep) indicated the hcp was moving offices, but did not start until next week and believed the hcp would start seeing patient's on (B)(6) 2016, but was not sure on that day. The old clinic did still have the patient's records and the rep provided the name of the hcp that would take over for the patient's old doctor. The patient was just taken by ambulance to the old clinic. It was further reported by the hcp the patient was a no show for her refills twice and the pump ran dry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.